Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced connectivity error message about the carelink connect application. The customer reported no adverse event. The event involved product(s) mmt-6111. Torubleshooting was not performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The customer received a message stating that "carelink connect was no longer compatible with simplera application". No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-6111.

Event description:
The case was not-reportable as the device was not present in compatibility list.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Also, additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. An attempt to reproduce the reported event using 3.4.0[9115] prod build installed on redmi13 ce 5g [v.14.0.0] was conducted and the issue was not reproduced. The software meet the specified requirements and performance expectations, (srs doc: (B)(4)): agile doc: (B)(4)(version ID: q). After thoroughly reviewing the dashboard logs for the cp app, we were unable to identify the exact cause of the issue. We verified that the csr portal's cp sharing setup is correctly configured and confirmed that uploads are occurring as expected. Additionally, we examined the dashboard logs attached to the ticket, but the logs for february 6th are unavailable. We also confirmed that the cp app does not display any message stating, ""carelink connect is no longer compatible with the simplera app. Furthermore, after reviewing the dashboard logs from the past 15 days, we observed that the partner has been able to use the app and receive patient data without any issues. Based on our past experience, the following may be the cause: the possible causes for the connectivity error could be: slow internet connection. A temporary issue on the carelink end. Api request failure. Below are the resolution step for same: 1. Use good quality of internet. 2. Reinstall the cp application. Issue not confirmed. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.